Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported sudden onset of an uncomfortable loud _howling_ noise with use of the device. The user could not wear the audio processor anymore due to the noise which started as soon as the powered processor was connected to the implant. The loud noise induced pain to the user as well as stimulating the facial nerve strongly. There was no accident or trauma reported. The recipient was re-implanted on (B)(6) 2018.

Manufacturer narrative:
Conclusion: device investigation confirmed that the stimulator electronics is not working according to specifications. The failure of the electronic circuitry was probably caused by humidity ingress at detected micro-leaks at the housing braze joint. Over a certain period of time, humidity may impinge on the electronics and cause damage, potentially leading to complete failure of the circuitry. Other damages found during investigation are most likely related to explantation surgery. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The recipient reported sudden onset of an uncomfortable loud howling noise with use of the device. The user could not wear the audio processor anymore due to the noise which started as soon as the powered processor was connected to the implant. The loud noise induced pain to the user as well as stimulating the facial nerve strongly with a "wink on the right side". There was no accident or trauma reported. The implant site appears healthy with no swelling or redness present. Re-implantation occurred.